Event description:
Smiley retractor badly damaged due to saw blade. Interaction during tka cuts. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. Smiley retractor badly damaged due to saw blade interaction during tka cuts. Device evaluation and results: device evaluation was performed and the smiley retractor event was confirmed. Device history review: a review of the product history records was attempted for the reported indicate. Device lot no: 29410, but no records or non-conformances were identified during review. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 206693, lot number: 29410 shows 02 additional complaints related to the failure in this investigation. Conclusions: the smiley retractor was inspected under a microscope, revealing multiple spots where it was hit by a cutting tool. Material from the surface of the retractor appears to have been removed as a result of contact with the cutting tool.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Smiley retractor badly damaged due to saw blade interaction during tka cuts case type: tka.